Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 32 mmol/l at the time of incident. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature of insulin pump was active. Customer treated their high blood glucose with manual syringe. Customer did not alleging that the insulin pump was under delivering. Customer assisted with troubleshooting and there were no leaks or air bubbles, there were no site or insulin issues. Customer performed high pressure test and it was passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.